Event description:
The following has been reported: biomed reported: "pump problem". "Pump that needs to be evaluated. The pump has been cleaned and multiple cassettes has been used to trouble shoot pump.'. Patient harm: unknown. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for set ID issues. The device was attached to a bracket and powered on, no alarms or errors occurred. A cassette was loaded on to the device and no alarms or errors occurred. The device was able to run an infusion without failure. The device was opened to inspect for internal damage. Damage was identified on one of the screw mounts located on the pneumatic plate. A crack was also identified on the retaining plate near the lever arm. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.